Manufacturer narrative:
Per the clinic, the patient experienced an infection at the implant incision site and subsequently was treated with antibiotics (type, date and duration not reported). The patient also underwent a local debridement (date not reported). Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.